Event description:
Closure of a shunt. It was reported the catheter was placed in the patient for two days for lytic treatment. On the 3rd day, during an angiography through the catheter, physician was not able to flush it and it was then noted that part of the catheter had remained in the shunt, and the other part of the catheter was torn over a length of 10cm. The distal end of the catheter located in the shunt was removed during surgical intervention.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned and the evaluation is completed.